Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that his wife experienced high blood glucose level of 450 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer experienced nausea as a result of hyperglycemia. Customer stated that the auto mode was inactive at the time of reported high blood glucose event. Customer's husband started that his wife tried to insert an infusion set yesterday but it was bent. Troubleshooting was not complete because he did not know any information as he was not with the customer at the time of call. The insulin pump will not be returned for analysis.